Event description:
It was reported that the patient presented remotely via merlin.net. The patient's implantable cardiac monitor (icm) transmitted an alert. Review of electrograms (egms) revealed the alert episodes were missing. No intervention was performed. There were no patient consequences.